Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a minor correction required. Updated fields: d8, h2, h3, h4, h6, h11. Corrected field: e1 - phone number. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed scope communication error (b30 error). The issue occurred during set up or inspection for use (before patient in room). There were no reports of patient harm.